Event description:
It was reported the fowler would not hold position with weight applied to it and the wheels were worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.